Event description:
It was reported that the ventilator was connected to a pt and ventilating. The pt self-extubated but the ventilator continued to auto-trigger/auto-cycle and ventilate the 2.5 et tube without alarming. A clinician was passing by, noticed that the pt was holding the et tube in his had. There was no pt harm. (B)(4). Ref MFR report 8010042-2013-00101.